Event description:
It was reported that during a lap appendectomy procedure, the middle of the staple line had malformed staples. The device was being used with a white load and without buttressing material. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 10/28/2008. Info anticipated, but unavailable at this time.